Manufacturer narrative:
(B)(4).

Event description:
The patient daughter reported that her mother never used the device because she never understood how to use the patient programmer (pp) after implant, she never used it. The reporter reported that patient was having incontinence and sciatic pain of the right leg (ins was also on right side). The change in therapy/symptom was indicated as sudden. It was indicated that sciatic pain started last month. Additional information received 11 days later indicated that they have made an appointment to see the urologist that put the device in this (B)(6). The reporter stated that his mother-in-law has never said a word to them that she didn't understand how to work device. He further added that they had no idea there were issue. Stated they are going to appointment with her and would be there to learn also. He stated he knows the device was on, at least on low, because he mother-in-law stated she was feeling it but he did not know what settings. It was also stated they did receive the booklet and it really was not that intuitive if you don't know what you are doing. The reporter stated at this time there are no plans to follow-up on the sciatica and it was not a real big issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.